Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an occlusion alarm occurred. Customer cleared the alarm, resumed insulin delivery, and the alarm did not recur. The customer continued to use the pump for insulin therapy. Customer's blood glucose was 186 mg/dl.